Event description:
The endoscopy manager at the hospital contacted steris to review endoscope reprocessing in steris system 1. Manager reported that there had been an increase in the number of patient bronchial aspirates testing positive for the organism pseudomonas.